Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a "cartridge detection" notification during the load process. Reportedly, the notification was received after the "prepare cartridge" step. Customer's blood glucose level was not impacted. Customer technical support instructed the customer to leave the cartridge on the pump and to continue the load process. The cartridge was successfully loaded onto the pump.